Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast reconstruction primary with unknown mentor saline breast implant has experienced postoperative right-sided deflation of implant, confirmed by a physician. As a result, the patient underwent explantation and replacement with unknown mentor saline breast implants on (B)(6) 1998. Date of implantation and date of explantation have been estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable.